Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used to treat a malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, during the esophageal stenting procedure, the ultraflex esophageal ng stent was passed over the wire using fluoroscopy. The physician noted that they were only able to deploy the ultraflex esophageal ng stent halfway. The stent could not be deployed any further and it was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Investigation results: an ultraflex esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 20mm. During the product analysis, the investigator was able to deploy the remainder of the stent using the pullring without issue. The suture lumen was inspected and no issues were noted. An examination of the stent suture and crochet identified no issues. Kinking was observed on the catheter 50mm proximal from the proximal end of the stent. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used to treat a malignant stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, during the esophageal stenting procedure, the ultraflex esophageal ng stent was passed over the wire using fluoroscopy. The physician noted that they were only able to deploy the ultraflex esophageal ng stent halfway. The stent could not be deployed any further and it was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.